Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Fracture was noted on the rv lead. Programming changes were performed to address the issue, and the patient will continue to be monitored. The patient condition was stable.